Event description:
It was reported that the patient presented in clinic. It was noted that high capture thresholds were observed on the right ventricular (rv) lead. The rv lead was confirmed to have dislodged. During a procedure to address the rv lead, the helix would not retract. The rv lead was therefore explanted and replaced. The patient was stable.